Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had lost sensor alarm. Customer's blood glucose at time of incident was 566 mg/dl. Customer stated that his serter broke off. Customer was advised that we will ship new sensor and return the old one. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 566 mg/dl. The customer was treated for high blood glucose with shot.